Manufacturer narrative:
Product investigation completed. Visual and functional testing of the device components confirmed the reported events. A leak in one of the cylinders that was the result of input tube wear and avulsion, as well as broken fabric threads, validate the reported claim of separation from wear leading to fluid loss. Product analysis confirmed device malfunction as the probable cause of the event, as the fluid leak from the wear and avulsion of the cylinder can cause device malfunction. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the explanted ipp had "separation" from wear and the pieces had to be dissected to get the device out. The patient was said to be doing fine. It was further clarified that left cylinder outer layer and middle layer separated. No more information available at the moment. Should pertinent additional information become available, it will be provided. Additional information received indicated that when the silicone separated from the inner sheath it adhered to the left corpus cavernosum. Product investigation completed. Product analysis indicated a leak in one cylinder that was the result of input tube wear and avulsion, as well as broken fabric threads. This led to fluid loss in the cylinder hence causing the device to not perform per specifications. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the explanted ipp had "separation" from wear and the pieces had to be dissected to get the device out. The patient was said to be doing fine. It was further clarified that left cylinder outer layer and middle layer separated. No more information available at the moment. Should pertinent additional information become available, it will be provided. Additional information received indicated that when the silicone separated from the inner sheath it adhered to the left corpus cavernosum.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the explanted ipp had "separation" from wear and the pieces had to be dissected to get the device out. The patient was said to be doing fine. It was further clarified that left cylinder outer layer and middle layer separated. No more information available at the moment. Should pertinent additional information become available, it will be provided.